Event description:
In this event, the pt went into cardiopulmonary arrest and died 18 months after imp of a cypher sent with catalogue number cjs18250. Before the event that led to the hospitalization of this female for chest pain, the pt had received five cypher stents in a staged procedure as follows: 2004, three stents were implanted in the proximal and mid left anterior descending artery overlapping one another. The lesion was type c, 35mm in length and 2.5mm in diameter. It was also de novo and calcified with flexion. Pre-dilation was conducted at 8atm for 20 seconds with a 2.5/20mm balloon. A 2.5/23mm cypher was implanted at 14atm for 20 seconds at the proximal left anterior descending branch. The second cypher was 2.5/18mm, implanted at 14atm for 20 seconds at the mid left anterior branch. The third cypher, 2.5/18mm was implanted at 18atm for 20 seconds in-between the first and the second cypher. Post dilation was conducted with a 2.5/15mm balloon at 18atm for 20 seconds. Intravascular ultrasound was conducted (ivus). Timi flow before the procedure was 2 and 3 after the procedure. Residual percentage of stenosis was zero, however, a 25% stenosis proximal to the cypher remained untreated. Act was not measured. Nine days later, another procedure was conducted to implant the fourth cypher (2.5/18mm) in the distal left circumflex with a type b2 de novo eccentric lesion 16mm long with a 2.5mm diameter. The lesion was pre-dilated for 15 seconds at 6atm with a 2.0/15mm balloon and post dilated with a 2.5/20mm stent delivery system balloon at 20atm for 30 seconds. Ivus was also conducted, timi flow before and after the procedure were 3, and residual percentage of stenosis was zero. Act was not measured. One week later, the fifth cypher (3.5/18mm), was implanted at 10atm for 30 seconds in the mid right coronary artery also with a type b de novo and eccentric lesion 15mm long with a diameter of 3.5mm. It was not pre-dilated, but post dilation was conducted at with a 3.5/18mm balloon at 14atm for 20 seconds. Ivus was conducted, timi flow before and after the procedure were 3, and residual percent of stenosis was zero. Act was also not measured. 2006, pt went to the hosp complaining of chest pain for five hours. But, the physician did not think it was an issue. The following day, however, the pt went in for thyroid surgery and presented with abnormal ECG. A coronary angiogram showed a thrombus in the cyphers implanted in the proximal and mid left anterior descending coronary artery. The physician attempted to treat the thrombus by a percutaneous coronary intervention, but was unsuccessful because the balloon catheter failed to cross the lesion. The pt was hospitalized for follow up and placed on dopamine and dobutamine. Eleven days later, the pt went into cardiopulmonary arrest after a bowel movement. Cardiopulmonary resuscitation was unsuccessful and the pt died. According to the physician, the thrombotic event resulted because anti-platelet medication was stopped in preparation for surgery for thyroid cancer. Note: ticlopidine was also changed to cilostazol in 2005 due to decreased white blood cell. Please note that this drug-eluting stent with is not distributed in the united states; however, it is similar to a drug-eluting stent that is sold in the united states. Add'l info will be submitted within thirty days upon receipt. This is one of five reports submitted for related events occurring in one pt. Please reference MFR. Report numbers: 9616099-2006-01709, 9616099-2006-01710, 9616099-2006-01711, 9616099-2006-01712.